Event description:
Boston scientific received information that the patient was paced at maximum sensor rate and had heart failure symptoms when arriving at the hospital. The physician suspected minute ventilation driven pacing as the reason for high rate pacing. The customer wanted to know the relationship between heart failure condition and high rate pacing. Technical services noted that as no data was available the root cause of the high rate pacing could not be determined. At this time the system remains implanted, and the minute ventilation sensor turned off. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.